Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-05217. It was reported the patient's ipg was eroding through the skin in the left flank area. Subsequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. The new ipg was also relocated . Please note it is unknown which ipg was explanted. Therefore, all suspected devices are being reported.

Manufacturer narrative:
Model 3716: (sn - (B)(4)) remains implanted and not explanted as previously reported.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-05217. Follow-up information revealed and clarified the patient's model 3716: (sn-(B)(4)) remains implanted.